Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: power events were observed in the pump black box. The pump was examined and found that there was no damage to the pump battery compartment but the battery cap was found to have stripped threads. The battery cap was unable to secure to the pump and the battery cap continued to spin around. A test cap was inserted and the pump powered on and was exercised for 24 hours without power loss occurring. The pump was opened and confirmed that there was no internal moisture damage or intermittent connections inside the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2013 and reported no power to the pump upon waking. The patient's blood glucose (bg) was reportedly 290 mg/dl with moderate thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated the yellow o-ring was visible and the cap could not fully tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.